Event description:
Additional information was received that the patient¿s generator was explanted due to pain at the generator site. The device was discarded.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced constant pain in their chest and believed it was contributing to a loss of function in the left side of their body. The patient's physician indicated that the pain could be related to presence of the device or a muscle tear around the generator site. The physician reported that there was "no medical explanations for the pain, the incision site is normal and impedance is within normal limits." The physician believed the pain to be related to a musculoskeletal injury. The patient reported that the pain at the generator site and neck was disrupting her quality of life, disrupting her sleep and work. The patient was referred for generator explant. No known relevant surgical intervention has occurred to date. No further relevant information has been received to date.